Manufacturer narrative:
During the device evaluation, the bearings and the rotor were found to be corroded, which is a probable cause of overheating.

Event description:
It was reported that during a wisdom tooth removal procedure at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.